Manufacturer narrative:
Additional information received on 10/22/2019, indicated that the left implant had ruptured.. Patient indicating pain and discomfort, large implant hard pointing downward and in armpit. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation:not explanted as of this report, issues are breast mass, autoimmune reaction, breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast implant surgery procedure with mentor medical devices (unk_gel implants date of implant (B)(6) 1992) has experienced autoimmune disorder . This case was not confirmed by a healthcare professional. It was also reported that the patient has experienced cutaneous contour deformity (right side nipple point inwards, left side feels like a water balloon ) it was also reported that the patient developed lumps. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the right side.